Event description:
It was reported that back in (B)(6) 2014 this right ventricular (rv) lead had fractured causing high out of range pacing impedance measurements of greater than 2000 ohms. As the patient's ejection fraction had improved, the rv lead was reprogrammed off and remained in service. During a routine device change-out procedure on (B)(6) 2018, the rv lead was connected to a new device and exhibited oversensing issues. The physician ultimately elected to surgically abandon the rv lead and replace it. No additional adverse patient effects were reported.